Manufacturer narrative:
One device was received for evaluation. Visual inspection found a torn dso seal and a scratched lens. There was no evidence in the event history log. Visual inspection verified the reported problem. Functional testing revealed error code 46228. It was determined that the torn dso and the faulty pwa were the root causes. The dso seal, dso bezel, dso sensor, lens, and pwa were replaced. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.

Event description:
It was reported that there was a tear in the membrane. There was no patient harm as the pump was taken for routine checking.